Event description:
It was reported that there was a leak in the tracheal intubation cuff. The doctor immediately replaced the tracheal tube with a new one.

Manufacturer narrative:
H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 25-jun-2025. H3: one used tracheal tube was returned for evaluation. As received no damage or anomalies were observed. Functional testing was performed, and a leak was observed to be coming between the base of the cuff and the main tube. The complaint of not being able to inflate the cuff can be confirmed. The probable cause is due to a welding error during manufacturing in tijuana. The lot history was reviewed; no relevant nonconformities were identified that may have contributed to the reported complaint.